Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a contained rupture. The right endurant iliac extension was observed to have migrated up into the aneurysm sac and resulted in a distal type I endoleak. The patient received treatment. The physician implanted three limb extensions and extended down to the right external iliac artery to bridge the gap. The events were resolved. Per the physician, the cause of the stent graft migration leading to distal type I endoleak and contained rupture was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.